Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to a cracked end cap. Device was received with scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting out of the tubing during manual prime. Customer was disconnected during prime. Troubleshooting was done and the piston continued to move forward after reservoir contact and no numbers appeared on screen. The customer tried different sets and was unable to prime. The customer confirmed that the insulin pump was not bumped or dropped. Blood glucose value was 126 mg/dl. The insulin pump was replaced and returned for analysis.